Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: is there any plan in place to remove the needle piece in the future? Not at this moment. The patient will be scheduled for a follow-up appointment and a repeat x-ray. If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? Directly above the patella. What is the surgeon's opinion of the potential consequences for the patient? He assumes that there will be no negative impact on the patient. Please provide the source or name of person providing answers to follow-up questions. Dr. (B)(6). The following information was reported: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a kidney procedure on (B)(6) 2025 and barbed suture was used. The fascia was sutured using barbed suture needle, followed by closure of the subcutaneous tissue and skin. During the postoperative x-ray on the operating table, a small piece of a needle tip was noticed near the patella. The surgical team subsequently identified it as the tip of the barbed suture needle. After consulting with the patient, the team decided to leave the needle tip within the knee and to continue monitoring the situation. Additional information was requested.